Event description:
During a lap cholecystectomy procedure, the clip malformed at 2nd firing. It was tear shaped. Another device was used to complete the case. There were no adverse consequences to the pt.